Event description:
During a follow-up, episodes of noise which resulted in oversensing were noted on the right ventricular (rv) lead. Lead damage was suspected but was not confirmed. Provocative testing was performed and the lead noise was not reproduced. The device was reprogrammed to resolved the event. The patient was stable and will continue to be monitored.